Event description:
A territory manager (tm) contacted zoll customer support before fitting a pt to report that the response buttons were not working properly. The tm fit a pt with a functioning monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button cable was not properly seated in the connector. The cause for the non-functional response button is the improperly seated cable. The root cause for the improperly seated cable cannot be positively identified but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The pt was fit with a replacement monitor.